Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered electric shock therapy and anti-tachycardia pacing (atp). There is evidence suggesting that the therapy was delivered due to atrial fibrillation with rapid ventricular response (rvr) with change in morphology. According to the sales representative, there were isolated episodes in which the shocks were inappropriately given. Therapy zones were changed to onset/stability and patient medicines were increased. No adverse patient effects were reported.